Manufacturer narrative:
Additional tested was performed on (B)(6) 2018 on the returned device. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the rmt tip. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. Due to the catheter tip condition, a meeting with the manufacturing team was performed and the result showed that is issue is not related to the manufacture process since in an attempt to duplicate the damage, one manufacture process step was executed multiple times and the condition was unable to be duplicated. This condition is not listed on visual standards and raw material were reviewed and no non-conformant records were found. Due to the damage observed on the catheter tip, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the material suffered a degradation on the surface, this usually results in the formation of cracks, loss of strength, impact resistance of plastics exposed to oxidation. However, the exact degradation mechanism remains unknown. The additional finding of a hole in the tip is also a reportable finding. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a navistar rmt thermocool and the catheter tip was broken. That error 401 (magnetic sensor error) displayed on the carto 3 system. In addition, noise displayed and the insulation on the catheter was broken. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The noise was observed on the intracardiac ablation signal on the carto and cardiolab recording system. The physician also had an external defibrillator available to monitor the patient¿s heart rhythm. The catheter was not pre-shaped. There was no difficulty during insertion or removal of the catheter. St. Jude medical 8.5 fr 61cm mullins sheath was used for initial right ventricular outflow tract approach and st. Jude medical 8.5 fr lamp sheath for left ventricular outflow approach. The break was approximately 4cm from the distal tip of the catheter between rmt coils. There were no lifted or sharp rings. However, wires were exposed. The magnetic sensor error and noise issue are not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. However, the broken tip is MDR reportable because the catheter integrity is not maintained and internal components are exposed to the patient which poses a potential risk.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a navistar rmt thermocool and the catheter tip was broken. Error 401 (magnetic senor error) displayed on the carto 3 system. In addition, noise displayed and the insulation on the catheter was broken. The returned device was visually inspected and the tip has horizontal cuts with internal parts exposed. The returned device was then evaluated for electrical resistance and current leakage was observed on all rings. The catheter was opened, and reddish material was observed inside the handle and the luer hub causing the electrical malfunction. Then, per the reported event, the eeprom was intended to be read, however since the eeprom data showed no values, it can be determined the eeprom was corrupted. Then, the catheter outer diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the eeprom corrupted, the damage observed and the reddish material cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster failure analysis lab received the device for evaluation on december 14, 2017. During visual inspection, it was discovered that the shaft had horizontal cuts of the plastic covering approximately 1 inch from the tip of the catheter. Internal parts are exposed. This finding corresponds with the initially reported event. (B)(4).